Event description:
The caller reported a cgm error 42. According to the information, there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by walking them through a pump reset, after which the pump no longer displayed the error code, and the caller successfully started their sensor session.